Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulty occurred. In (B)(6) 2016, a synergy stent was implanted in the mid right coronary artery (rca). The 90% target lesion was located in the moderately tortuous distal of the previously implanted stent. A 4.00x12 synergy¿ drug-eluting stent was advanced to treat the target lesion; however, the device came in contact with the previously implanted stent and failed to cross the lesion. An attempt was made to deliver the stent again using a guidezilla guide extension catheter but the device became stuck with the collar part of the guide extension catheter and the stent got lifted. The devices were removed and the procedure was completed with a non bsc stent. After the procedure the physician cut the stent part and retrieved the stent from inside the guide extension catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts on the distal end distorted and lifted distally from the stent profile. Struts at the proximal end are slightly flared. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found several hyptoube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner and outer was cut approximately 9mm proximal from the bi-component bond and the distal part of the device was returned on the product mandrel. The inner was also damaged 3mm distal from the cut device. One midshaft kink was also noted at 31mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulty occurred. In (B)(6) 2016, a synergy stent was implanted in the mid right coronary artery (rca). The 90% target lesion was located in the moderately tortuous distal of the previously implanted stent. A 4.00x12 synergy¿ drug-eluting stent was advanced to treat the target lesion; however, the device came in contact with the previously implanted stent and failed to cross the lesion. An attempt was made to deliver the stent again using a guidezilla guide extension catheter but the device became stuck with the collar part of the guide extension catheter and the stent got lifted. The devices were removed and the procedure was completed with a non bsc stent. After the procedure the physician cut the stent part and retrieved the stent from inside the guide extension catheter. No patient complications were reported and the patient's status was good.